Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and a corroded battery tube.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. He was unable to get the insulin pump to stop priming insulin through the tubing. His blood glucose level was not reported. He was using an old insulin pump as backup. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.